Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2021 when she obtained a blood glucose reading of ¿248 mg/dl¿ at 1:20 pm and another reading of ¿540 mg/dl¿ at 4:00 pm. The patient also reported blood glucose readings obtained on (B)(6) 2021 of ¿278 mg/dl¿ at 9:30 am and ¿247 mg/dl¿ at 8 pm. The patient manages her diabetes with a combination of oral medications (gemer - 2mg and trajenta - 5mg) and claimed that as a result of the high readings, she consulted her doctor by phone. The doctor prescribed the patient insulin (ryzodeg - 35 mg in the morning, novorapid - 25 mg in the afternoon and ryzodeg - 35 mg at night). The patient stated that she continued taking the prescribed insulin until june 3, 2021. On (B)(6) 2021 the patient started to develop symptoms of ¿sweating, giddiness and weakness¿. The doctor advised the patient to reduce the intake of insulin to ryzodeg ¿ 16 mg in the morning and ryzodeg ¿ 10 mg at night. No other additional treatment was reported. The patient informed the cca that she is feeling better. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a control solution available to test the subject meter. The patient informed the cca that she found the vial lid from the subject test strips to be open within the sealed carton. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.